Manufacturer narrative:
A device history record was performed to review and confirm the sterility of all implanted devices. Based on the documents reviewed, the source of the infection could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that the complaint should be on ipg 3716 sn:(B)(6)manufacturer report number 1627487-2020-30938) and not on 3662 sn:(B)(6).

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number 1627487-2020-03828. It was reported that the patient had a system explant due to infection on an unknown date. No further information is known at this time.